Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported he received a low cartridge error on his insulin infusion device this morning. He stated he took his blood glucose reading after breakfast and it was 149 mg/dl. He gave himself 2.5 units of insulin and took his reading 1 hour alter and it was still 149 mg/dl. He again bolused 2.5 units of insulin and he stated his current reading is 148 mg/dl. He said, he tried to bolus but received an e11 (set not primed) message. He changed his insulin cartridge but received an e8 (power interrupt) message when he pushed the check key. His infusion device went into the stop mode and he switched to his backup infusion device. To troubleshoot his primary device, the patient was instructed to complete the change cartridge procedure and prime the infusion set which he did without receiving any errors. He was able to put the device in run. He was instructed to check the device alarm history and he said, the most recent alarm was e1 (cartridge empty). The patient had difficulty in reading the display as he said it was small. Further troubleshooting was declined. On follow up with the patient, he stated his blood glucose levels were fine.